Event description:
It was reported that an implant movement/shift and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was deployed. The watchman fxd double curve access system (was) was advanced over the threaded insert of the closure device to try to relieve some wire bias. The core wire was released and was pulled back into the was. The physician attempted to pull the was back into the right atrium, but the tip of the was stuck to the closure device. As the physician attempted to free the sheath, the device pulled back into an unstable position and was noted to have shifted significantly proximal from the original implant location. The closure device was attempted to be snared to move from its current location but was unsuccessful. A small pericardial effusion was then noted that was not present at the beginning of the procedure but appeared stable. The patient was taken to surgery, and the closure device was explanted from the patient. The laa was removed from the patient during the explant procedure. A stroke alert was called on the patient during the night, but no intervention was performed due to the patient age and recent heart surgery. It was later confirmed that the patient did not have a stroke nor neurological deficits. As of (B)(6) 2023, the patient was on a ventilator and unresponsive. The following weekend, however, the patient became stable and was to be discharged home.